Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right atrial (ra) lead dislodged as a result of restless leg syndrome. On revision, the ra lead was explanted and found to have a lot of myocardial tissue in the screw. The ra lead was replaced. During the revision procedure, the right ventricular (rv) lead was also explanted and replaced due to "worsening" sensing. No patient complications have been reported as a result of this event.